Event description:
It was reported to olsen medical on (B)(6) 2009 that a pt, age and sex unk, was treated using the gold probe. The gold probe cable adapter is manufactured by olsen medical and mates with the gold probe, a device not manufactured by olsen medical. According to the received complaint, a physician requested a gold probe to complete an angioplasty case and the gold probe did not work. Another one was handed to the doctor and it did not work either. Physician decided to complete the next day as procedure was not urgent and the pt was reported as fine. It was later discovered a component of the cable adapter remained on the gold probe.

Manufacturer narrative:
Two devices were involved in this incident. Lot number 000778 was manufactured in (B)(4) 2006. Lot number 002589 was manufactured in (B)(4) 2006. Based upon collaboration with the customer, the device was used beyond twenty times.